Manufacturer narrative:
The following devices were also listed in this report: unknown ceramic head; cat# (B)(4); lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for removal of hematoma on (B)(6) 2018. As per opt report provided there is no allegations of any devices. Ceramic head and poly insert were exchanged.